Manufacturer narrative:
H6: a device history record (DHR) did find any defects or nonconformities. All records indicate that the device was manufactured in accordance with all applicable procedures. No additional information has been obtained regarding the reported issue.

Manufacturer narrative:
This supplemental report is submitted to provide an update to the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device was manufactured in may 2019. The root cause of the issue could not be conclusively specified. The probable cause was most likely due to user mishandling. To avoid inadvertent damage, the instructions for use (IFU) provides the following guidelines: "study this manual and other labeling thoroughly for safe handling and storage. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects," and "avoid using excessive torque/force on the endoscope, as patient injury and possible damage to the instrument could result. ¿

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation it was confirmed that the image was blurry and out of center due to a crack around the plastic eye piece. The distal end of the objective window was found damaged. The damaged parts were replaced, the scope was cleaned and disinfected. There was no patient injury reported. The device was serviced and returned to the user facility in working conditions.

Event description:
The user facility reported image quality issues on the ureteroscope. No additional information has been obtained.